Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in event, the coating material was found peeling. Additionally, the user¿s report was confirmed ¿ the unit was leaking due to the insertion tube having been damaged. A pinhole was found on the connecting tube. The adhesive on the distal end was chipped. Due to wear on the angle wire, the bending angle was out of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus uretero-reno videoscope due to an unspecified air/water leakage issue. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the coating on the insert guide serpentine was peeling off. This report is being submitted to capture the peeling coating material found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the detachment of the insertion tubing coating was caused by stress or handling or other factors. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.